Event description:
Patient with a history of diabetes and impotence, had implantation of penile prosthesis approximately 14 years ago. Within the past 6 months, patient noticed that although implant will pump up slightly, it failed to maintain rigidity. Patient returned to surgery for elective implant removal and replacement.what was the original intended procedure?implantation of penile prosthesis.device #1is this a laboratory device or laboratory test?no.